Manufacturer narrative:
The ac power cord was returned for failure investigation. The returned ac power cord failed esa resistance test. High pin-pin resistances were noted on all conductors. The reported failure was verified; the root cause was determined to be mechanical damage.

Event description:
It was reported that the ventilator failed the electrical safety test. There was no patient involvement. The issue was discovered during periodic maintenance. The authorized service provider (asp) confirmed a failed electrical safety test. Reading 0.6 ohms of resistance from one ground side to the other. The asp replaced the power cord and the issue was resolved.